Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured at the clavicle area and confirmed through chest x-ray. Subsequently, this ra lead was surgically abandoned. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged possibly due to entrapment in the clavicular/first-rib area. Please refer to the b5 "describe event or problem" for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead presented a fracture due to clavicular crush, which was confirmed through chest x-ray. The lead presented lack of sensing, high impedance measurements and high pacing thresholds as result. Subsequently, this lead was surgically abandoned. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented a fracture due to clavicular crush, which was confirmed through chest x-ray. The lead presented lack of sensing, high impedance measurements and high pacing thresholds as result. Subsequently, this lead was surgically abandoned. A new device was implanted. No additional patient effects were reported.